Event description:
A site representative, or circulator, reported that while in a spine procedure, alleged difficulty tracking instruments. When the spine reference frame and the tactile awl green tera tracker were brought together, they were not tracking properly. The camera would only see one instrument at a time, not both. The site representative stated that the instruments verified without issue in the beginning of the surgery. Tracked individually without issue. Trouble-shooting did not resolve the issue. There was a 30 minute delay to surgery. With knowledge of the concern, the surgeon continued using navigation and worked around the intermittent tracking issue to complete the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
A medtronic representative reported that there were no issues with tracking the tactile awl green tera tracker instrument and the spine reference frame. The system functioned as designed. The spheres used on the device were a non-medtronic unknown brand. These types of spheres are not validated for use with medtronic equipment.the software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.